Event description:
It was reported that the patient presented with dizziness. Upon further analysis, the right ventricular (rv) lead exhibited many high rate episodes accompanied with noise and short interval counts (sic). A possible lead fracture is suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that there were 2,995 non-physiologic senses recorded prior to explant date.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addr01 implantable pulse generator (ipg), implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.